Manufacturer narrative:
Additional suspect medical device component involved in the event: brand name: precision spectra. Upn: m365sc11320. Model: sc-1132. (B)(6). Brand name: na. Upn: m365sc3138550. Model: sc-3138-55. (B)(6). Brand name: linear 3-6. Upn: m365sc2366700. Model: sc-2366-70. (B)(6). Brand name: linear 3-6. Upn: m365sc2366700. Model: sc-2366-70. Serial: (B)(6). Batch: 21306764.

Event description:
It was reported that the patient experienced nightmares, and she believes they were caused by the spinal cord stimulation (scs). It was also reported that the patient experienced pain at the lead extension site in her back, and that she requires a magnetic resonance imaging (MRI) due to having cancer. The physician assessed the pain at the lead extension site is likely due to the patient losing weight and the extension attachments causing irritation. The physician does not know if the nightmares are caused by the devices or stimulation. The patient underwent a procedure in which the entire system was explanted. The patient is recovering as expected. The explanted devices will not be returned as they were discarded at the medical facility.